Event description:
Table would not work while the patient was on the table. Investigated by clinical engineering. Determined an issue with the e stop chain. Because table did work when height slightly lifted from lowest position, manufacturer (siemens) felt it was the vertical potentiometer. The potentiometer was replaced for the vertical lift. Manufacturer response for urology table, uroskop (per site reporter). During a phone conversation, siemens technician recommended changing the vertical potentiometer.